Event description:
During a pta/stent procedure, the absolute stent was deployed in the iliac (off label use) sucessfully and the stent was then post-dilated with an agiltrac device. After a final angio with a pigtail catheter, there was some resistance noted while removing the pigtail catheter, even with a guide wire inserted into the pigtail to straighten it out. When the device was looked at under fluoroscopy, the stent was not at the lesion site, but it had migrated 4-5 cm, but the stent was apposed to the vessel at this location. There was diminished flow at this point, so the stent was surgically explanted. After removal of the stent, the incision in the artery was closed; however, pulses were good in the left leg and the patient was reported to be doing well. No additional information was availalbe.